Event description:
The report received from the study indicated that during a carotid intervention procedure, there was difficulty encountered while attempting to place a precise 8 x 30 mm stent. The information indicated that the stent was placed distal to the intended ostial left common carotid target lesion. The lesion was treated by another percutaneous intervention/non-study unknown guidant stent.

Manufacturer narrative:
The patient was reported to be asymptomatic for the index procedure. The target lesion was the ostial left common carotid target lesion. The lesion was reported to be: an 85% stenosis, 10 mm length, mild circumferential calcification, 7 mm, severe tortuosity, eccentric, and absent of thrombus. The arch was a type ii. The lesion was not pre-dilated. An angioguard embolic protection device was successfully deployed and retrieved without any technical problems or mae. No debris was retrieved. The residual stenosis was 15%. The patient had no neurological deficits reported after the procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.